Event description:
On an unknown date a patient in the netherlands underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2025, the patient was treated with an unspecified antibiotic due to a peg infection until on (B)(6) 2025. It was reported that the patient was also feeling a little nauseous due to the infection.

Manufacturer narrative:
Catalog number in d4 is the similar us list number; the international list number is unknown. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.